Event description:
It was reported that during an angioplasty procedure, withdrawal resistance and a shaft fracture occurred. The lesion being treated was located in the non-tortuous innominate vein; lesion characteristics are unk. The xxl balloon catheter was introduced through a non-bsc 7f sheath, over an .035 zipwire guide wire and inflated to 7 atm's. The duration and number of inflations is unk. The balloon was deflated and upon withdrawal from the sheath, resistance was encountered and the shaft broke into 3 pieces. A non-bsc snare was used to successfully retrieve the fragments. The procedure was finished at this point. No further pt injury or complications were reported. The pt's condition was reported as "fine".